Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transapical tavr procedure with a 26 mm sapien 3 valve in the aortic position, the balloon burst at the end of valve deployment. There was no extra volume added to the balloon and the annulus was not calcified. The valve was implanted with good results. There was no patient injury.

Manufacturer narrative:
Correction to section d10 and update section h3. The delivery system was returned, to edwards lifesciences for evaluation inserted through the loader and the sheath.  Visual inspection was performed on the returned device and the following was observed:  kink on guidewire lumen; radial balloon burst confirmed.  Due to the condition of the returned device (balloon burst) no functional testing could be performed. The complaints were confirmed through visual inspection.  Dimensional analysis was performed and the single wall thickness measurements along the edges of the tear were measured. All measurements were within specification.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst was confirmed upon visual inspection of the returned device. No manufacturing non-conformances were identified during the product evaluation. Dimensional inspection of the balloon revealed that the balloon wall thickness was within specification.   A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above the inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary additionally demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support the notion that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from the IFU, training manuals, and manufacturing process), as identified in the technical summary, are still in place. Based on the available information, it is likely that patient factors (calcification) contributed to the balloon burst. The complaint occurrence rates did not exceed the february 2020 control limits for the applicable trend categories. Since no edwards defect was identified in the evaluation, no corrective or preventive action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.